Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements are normal. Dft test was successfully completed. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. External abrasions were found in multiple areas near the distal end, consistent with friction to another implanted device or feature of the heart. Internalabrasions were noted in multiple areas near the distal end. The re and rv cables were visible, but the coating was normal in all abraded areas.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.